Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the label printer was not worked. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from another station. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the label printer not printing patient medication labels. A technical support specialist verified the test print and confirmed with the customer that the printer is now functioning correctly. The system functioned as intended after the technical support specialist investigated the device.